Manufacturer narrative:
(B)(4). Allergan has received the product, however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the implant date and the connector type provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number or model number or the event date, which was noted as two months prior to the implant date. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." " eight penetrate the access port. The port must be penetrated until the needle is stopped by the bottom of the portal chamber. Withdraw some saline to confirm that the bevel of the needle is within the port. If, after penetration, the saline solution cannot be withdrawn or injected, the bevel of the needle may be occluded by the port septum. Try to advance the needle further into the port to the bottom of the portal chamber. If you cannot advance, then re-enter the port with another sterile needle."

Event description:
Health professional reported, "on attempted fill, there was air withdrawn prior to expiration" and "unable to obtain adequate fills, port was explored." The port was removed and replaced.